Event description:
During an implant procedure, the right atrial (ra) lead became dislodged. The helix region of the lead became fractured after repeated lead repositioning's. The ra lead was explanted and not replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and ¿the distal tip of the lead fractured at the helix mechanism used for screw exposure¿. As received, a complete lead was returned in one piece. The reported event of ¿the distal tip of the lead fractured at the helix mechanism used for screw exposure¿ was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage to the connector region. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification.